Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported problem with bellavista 1000 where the screen shown "bellavista detected a user interface issue". Unit was connected to a patient, but no patient harm reported.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, vyaire medical was able to verify the customer complaint regarding bellavista detected a user interface issue utilizing logfile analysis. Root cause was determined to be due to a software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. This issue is resolved with v6.0.1700.0. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.